Event description:
The patient received two trial leads from the same lot number. It was reported the patient developed pain and tingling sensation in her legs after the trial procedure; hence, the leads were explanted on the same day. Follow-up identified the patient's symptoms resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.